Event description:
Follow up information identified the patient's ipg was removed and replaced with a different model. Surgical intervention resolved the patient's issue

Event description:
Follow up information identified that the patient had their ipg removed and replaced. The surgical intervention has resolved the patient's issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgery on (B)(6) 2018 and turned the ipg to surgery mode. Since the unrelated surgical procedure the ipg has been unable to communicate with the external devices. It was determined the ipg is in service app mode. Surgical intervention may be pending to address this issue.